Event description:
It was reported that three weeks ago, the patient's incision at the neurostimulator site opened up and fluid was coming out. A week ago the patient's implant was revised. Following the revision the patient experienced no stimulation sensation which recharging, despite confirming that the ins was on. The patient was able to feel stimulation the way she needed it after increasing stimulation with the patient programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3776-60, serial # (B)(4), implanted: (B)(6) 2007, explanted: na; lead model 377660, lot # v021236, implanted: (B)(6) 2007, explanted: na; extension model 3708160, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; extension model 3708160, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; programmer model 37742, serial # (B)(4); recharger model 37752, serial # (B)(4).

Event description:
Follow up with the health care provider (hcp) reported the patient had the device removed on (B)(6) 2012 due to an infection in the pocket. They were unsure why the incision re-opened. No culture was taken and device will not be returned. It was noted the hcp planned to implant a new device once the infection was cleared up and the patient was healed completely from explant.